Event description:
On 11/15/24 and ilet user reported that the device caused their bg levels to remain around 300 mg/dl for an extended period, leading to a hospital admission for several days. When attempting to inquire for further details, the user declined to discuss the issue or complete troubleshooting, stating that they had since stopped using the device and did not wish to revisit the matter.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.